Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the tail of the fast fix 360 suture was difficult to pass through the knot pusher. The t implants were removed from the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of historical escalations and complaint history found a manufacturing issue related to a "wax" ball or enlarged suture end defect for the reported part number. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found the process has been updated to mitigate future recurrence of this defect. An evaluation of the customer provided image found a hand holding the suture near the entrance of the knot pusher suture cutter. The customer provided video showed someone trying to pass the suture through the knot pusher suture cutter, but it was not possible. The root cause was associated with the manufacturing process. A corrective action was previously initiated to address this issue.